Event description:
It was reported that an attempt was made to deploy a stent in a diffusely, calcified proximal segment of the left circumflex. The vessel had been predilated. During advancement the stent became lodged within the calcium. The physician needed to partially deploy the stent in an area outside the lesion. The stent was snared successfully from the coronary artery, but was lost in the periphery when the delivery system was being removed from the pt.